Event description:
It was reported that an integrated apd set with cassette had air in its patient line. This was noticed during the initial drain cycle of peritoneal dialysis therapy on the homechoice (hc) machine. The home patient (hp) was connected at the time of the event. There was nothing noted with the supplies or set up that would cause or contribute to the observed air. The hp was to complete therapy by starting over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.